Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was at 43.4 ¿ 43.6 cm from the header sleeve insulation end consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.